Event description:
Post cardiomems implant procedure the patient experienced chest pain and a CT scan identified a right sided hemothorax. Surgery was performed to repair the identified vessel damage and a stent was placed in the vessel. The patient is stable and recovering from the surgery. The physician stated that the cause of the injury was due to bending of the non-abbott sheath during access due to the sheath entering a vessel that was smaller than intended. No device issues were encountered with the cardiomems sensor or delivery system.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.